Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device md6874 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent fallopian tube replacement on an unknown date and suture was used. The suture pulled off the needle when sewing through puncture hole during the procedure. A laparoscopic mirror was used to search for needle left in the abdominal cavity of the patient, and the needle was found and taken out. Changed to another device to complete surgery. There were no adverse patient consequences reported. No additional information was available.